Event description:
Event description guidant received information that this implantable pacemaker (ipm) exhibited noise on the electrocardiogram which caused an inhibition in pacing. The physician elected to replace the device and competitive lead. The ipm has been returned for analysis.